Event description:
It was reported that balloon pinhole was noted. The 40% stenosed target lesion was located in a moderately tortuous and moderately calcified vessel. A 3.0mm x 100mm x 150cm coyote balloon catheter was advanced for dilation. During inflation at nominal pressure, the balloon did not inflate, and a balloon pinhole was noted. The procedure was completed with another of the same device. There were no patient complications as a result of this event.